Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that a fluid leak had occurred during their treatment the previous night. The patient stated there was an m31 air detected in cassette alarm that occurred prior to finding the leak. The alarm occurred during an unknown drain cycle. The patient cancelled the treatment after failing to clear the alarm. When the patient removed the cassette from the cycler, fluid was observed leaking out of the cassette door and under the cycler. The ts representative advised the patient to dry off the cycler and try to continue using it. There was no reported patient injury or harm due to the fluid leak. Multiple attempts were made to obtain additional information, and thus far, no further details have been provided.